Event description:
Knee swelling, knee effusion. Information was received on 09 february 2007 from a physician regarding a female pt, with an unknown medical history, who experienced knee swelling and knee effusion. The pt began receiving synvisc injections on an unknown date in 2006. The pt received three synvisc injections weekly in 2006, into her knee (unspecified). The pt experienced knee swelling, since the last injection. It had been necessary to have the knee aspirated every four weeks until the time of this report. The pt received a cortisone injection into the knee after each aspiration. Three months later, the aspiration fluid was tested. The aspiration was cloudy and acute sanious effusion with no bacterial growth detectable. The intensity of the adverse events was not provided by the physician. The relationship between the adverse events and synvisc was assessed as probable per the physician. At the time of this report, the pt had not yet recovered. Cortisone injection was performed in the knee after each aspiration.